Event description:
It was reported that during a low anterior resection procedure when the product malfunctioned and did not pierce the rectal stump, where the rotating knob was winding without piercing the tissue. The device did not open during surgery. No consequences have been reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Damaged adjusting knob. The analysis results found that the device arrived in the open position and with staples present. The breakaway washer was present and uncut. No functional test could be performed, as the rotating knob was noted to be damaged not allowing the device to open or close. In addition the firing trigger shroud was damaged. The device was disassembled to verify the condition of the internal components and the knob-rotating pin was noted to be broken not allowing the device to work as intended. The damage to the rotating knob may have been due to an excess force applied while trying to close or open the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.